Event description:
Spinal motion is developing an artificial disc and using charite as a control in their clinical eval. Spinal motion reported that a control pt implanted with charite required a revision. Ten to twelve days post-op, pt developed pain. It was found that the disc had migrated due to bony endplate fracture. A posterior fusion was performed and the charite disc left in place. Pt continues to have some level of pain. As surgical intervention occurred, an MDR shall be filed.

Manufacturer narrative:
The device is not available for eval and the lot numbers not known at this time. At this time, no connection can be made between the event and any shortcomings of the device or info provided with the device.